Event description:
Dealer stated that the height adjustment snap buttons on a 1392kd toilet safety frame popped out from the frame. The leg fell down causing end user to fall. User reported that she did not hurt herself.